Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. Customer¿s blood glucose level was 171 mg/dl. A cartridge change was performed to resolve the issues.